Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As stated in the warnings section of the device instructions for use: "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Reviewing all details to date, it appears clinical and procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
During a lithotripsy procedure, a cook trocar needle was used and then during the procedure, the trocar needle was routinely used to access kidney. Zipwire was threaded through the trocar as routinely done. The physician began to pull the zipwire out and the trocar began to peel the zipwire and cut its edges off and the bits came off in the kidney. The physician was able to successfully removed all the wire that came off in the patient, so no bits got left in the patient. Delay in case appx 20 mins. No patient demographics and no patient outcome.